Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk as result of oversensing right atrial (ra) signals on the right ventricular (rv) lead. Additionally, the rv lead also exhibited poor intrinsic amplitude measurements. It was also noted that the patient was experiencing lightheadedness symptoms. Technical services (ts) was consulted and provided additional troubleshooting recommendations. Ts also recommended for xray imaging to be performed. The health care professional (hcp) reported that reprogramming was done which appeared to have resolved the issue. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.